Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending a peritoneal dialysis (pd) patient¿s treatment. An air detected in cassette alarm occurred during drain 4 of 5 of treatment. The treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was advised to discontinue the use of the cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic has received a new cycler which is working without issue and without reoccurrence of the reported event. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending a peritoneal dialysis (pd) patient¿s treatment. An air detected in cassette alarm occurred during drain 4 of 5 of treatment. The treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was advised to discontinue the use of the cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was provided prophylactic intraperitoneal (ip) antibiotics (type and dose unknown) to dwell overnight. The clinic has received a new cycler which is working without issue and without reoccurrence of the reported event. The lot number of the cassette was unknown. The cassette used by was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. During fill phase cycle 1 of the post-ast 2 hour 15 min 8500 ml simulated treatment, a ¿heater bag not detected¿ message occurred and the treatment was cancelled. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment. The failure was due to a fluid intrusion, which clogged a filter (hp1). The filter hp1 was replace with a clean filter. The second post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completely without failures. The fill and drain times were within the time specifications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.